Event description:
Reportedly, the device failed to deliver defibrillator energy to the pt. Staff cycled device power several times, but this did not resolve the reported failure. The reporter stated that the pt was resuscitated.